Event description:
It was reported to philips that the device was experiencing an intermittent defib test failure during operational testing. It was noted by the customer that they believed the therapy cable may be responsible for the noted failure. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.